Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak from the modular chemistry (mc) sample probe on their unicel dxc 800 pro synchron clinical system which dripped into two patient sample tubes and caused suppressed and erroneous results. The patient results are shown in the attachment. The results were not reported outside of the laboratory. The customer repeated the patient samples on another instrument and obtained accurate results. The leak was contained inside the instrument. The customer was wearing a lab coat and gloves at the time of the incident. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the mc sample probe was leaking due to a defective solenoid valve used in fluid distribution manifold. Fse replaced a manifold valve which resolved the issue. The cause of the leak was the defective deionized (di) water manifold valve.